Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The "ok" button is intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the keypad was found to be intact; no damage was observed. The complaint of an intermittently responsive ok button was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under the contrast button contact. Unrelated to the complaint, evaluation revealed a dim display screen with discolored lettering. Also unrelated to the complaint, the internal clock battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.